Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During preparation, the generator smelled like burning plastic on first time powering on. There was no patient involved.